Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 700 mg/dl. The patient was treated with unspecified intravenous fluids. The patient remains in hospital at time of reporting. The patient was not wearing a pod at time of admission, as he initially went to the hospital to transition to omnipod 5 system per his physician's request. However, he did not have a controller for the omnipod 5 system, and he was unaware he could not use the dash pdm (personal diabetes manager) with omnipod 5.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.